Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ens_stimulator, product type: external neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative the site of the lead was red and warm and felt infected. The patient started with two leads during the basic evaluation and one lead was removed. It was indicated that the lead did not look good and was causing pain. The patient was no longer in pain since the healthcare provider removed the lead. Additional information received noted that the patient had a lump that was infected where the left lead was removed. No further information was available at this time.